Manufacturer narrative:
(B)(4).

Event description:
It was reported that high ventricular lead impedance was observed. The patient will be monitored via remote transmission. The patient was in a good condition.